Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. Vascular access was obtained utilizing an anterograde approach. The target lesion was located in the right leg artery. A 300cm straight tip v-14¿ controlwire® guide wire was advanced to the lesion; however, the guide stripped and a tip of about 1cm long was detached. It was impossible to remove the tip of the guide which remained inside the patient. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a visual inspection of the returned device found the body kinked approximately 158cm from the proximal end. The distal tip is kinked and the polymer tip is detached approximately 299cm from the proximal end. The outer diameter of the middle and proximal sections of the device were measured and found to be within specification. The overall length and the distal tip measurements could not be performed due to the distal tip not being returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. Vascular access was obtained utilizing an anterograde approach. The target lesion was located in the right leg artery. A 300cm straight tip v-14 controlwire guide wire was advanced to the lesion; however, the guide stripped and a tip of about 1cm long was detached. It was impossible to remove the tip of the guide which remained inside the patient. No further patient complications were reported.